Event description:
An hcp received a patient result of 5.0% on the a1cnow system, but the patient's lab test was 8.2%. The difference between the tests could be clinically significant. No adverse events were alleged. The kit involved is no longer available to return for evaluation.

Manufacturer narrative:
The product information could not be obtained. It's not possible to determine the manufacture date without the product information.